Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and micro analysis was performed which identified: crease sharp opening, stress marks and crease fold. Based on the device analysis, the final assessment is an opening crease sharp on radius due to fold flaw opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.